Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 257 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to the unresponsive keypad. The down arrow button was unresponsive due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, a cracked reservoir tube lip and scratched reservoir tube window.